Event description:
It was reported that the patient initially had excellent relief and symptom control. Over the last several months prior to explant, despite changes to the stimulation, the patient lost therapeutic effectiveness. The system was removed since the therapy did not meet the patient's expectations. The patient recovered without sequela. It was noted that the patient was doing well without the stimulator.